Event description:
Customer alleged the lancet needle protruded from the soft touch lancet device. Customer did not state whether the needle protruded before or after the device was fired. Three unsuccessful attempts were made to reach the customer for more info. The customer reported no accidental sticks. A request was made for the return of the suspect device and replacement was sent.